Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room , the ventricular lead exhibited loss of capture, the patient experienced asystole. The lead was capped and replaced successfully. The patient was resting comfortably post procedure.